Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/16/2019. Corrected d3, g1, h6 device code. Corrected b5 narrative: the needle pulled off. Additional information was requested and the following was obtained: for each procedure (8), did the needle pull off or did the suture thread break? 6 needles pull off and 2 sutures thread break. Were there any undesired outcome/complications, alteration in procedure/ or alteration in post-op care due to delay in procedure? No. Note: events captured in 2210968-2019-85145, 2210968-2019-85148, 2210968-2019-85150, 2210968-2019-85151, 2210968-2019-85043, 2210968-2019-85046, 2210968-2019-85047 and 2210968-2019-85048

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch jcq028-mpe697h and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off or did the suture thread break? Were there any undesired outcome/complications, alteration in procedure/ or alteration in post-op care due to delay in procedure? Device return follow up/status?

Event description:
It was reported that the patient underwent periodontal plastic surgery on an unknown date and suture was used. During the procedure, the needle took off the strand or the strand broke. A like device was used to complete the procedure. There were no adverse patient consequences reported.